Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000152399.

Event description:
It was reported that the patient experienced a midline incision granulation at the lead site. Surgical intervention was undertaken on (B)(6) 2026 wherein the physician re-opened the incision and dissected down the anchors to address the issue. Therapy was restored post procedure, and the incision site has healed. It is unknown which lead attributed to this issue.